Event description:
It was reported the patient's dbs device was reading unexpectedly low battery voltages. Impedance readings were <250 ohms. A short circuit was suspected. The patient had reportedly fell. Battery replacement and lead/extensions revision were being considered. The patient was seen by their following physician two weeks later. The patient was scheduled for battery replacement 2008. The leads and extensions would be checked during the replacement procedure to see if they needed to be revised as well. No patient symptoms were reported.